Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that the front caster of the navigation system cart broke off during transport at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.